Manufacturer narrative:
The complaint reported: "the distal tip of inserter broke in the back side of the anchor inside the patient and was retrieved". A portion of the steel insertion shaft component was returned. This piece is what constitutes the physical return. This piece, does however, indicate excessive force was placed upon the device. The distal tip is quite twisted. This condition is consistent with continued torque application after the anchor has ceased rotating. Unexpected factors contributed toward eventual fracture. No root cause related to the manufacturing of this device was established.

Event description:
It was reported that the distal tip of inserter, broke in the back side of the anchor inside the patient and was retrieved, all was removed. The procedure was completed without any further problems and there was no patient injuries reported.

Manufacturer narrative:
One 72202397 bioraptor knotless hip suture anchor reported on. The complaint reported: "the distal tip of inserter broke in the back side of the anchor inside the patient and was retrieved". There was no device returned, no suture returned, no anchor returned. A portion of the steel insertion shaft component was returned. This piece is what constitutes the physical return. This piece, does however, indicate excessive force was placed upon the device. The distal tip is quite twisted. This condition is consistent with continued torque application after the anchor has ceased rotating. Unexpected factors contributed toward eventual fracture. No root cause related to the manufacturing of this device was established.